Event description:
It was reported that the patient was suspecting that this left ventricular (lv) lead has something high or high noise and might be broken. Boston scientific technical services (ts) discussed communicator information and referred patient to that clinic. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.